Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise oversensing episodes. The patient did not receive any inappropriate high voltage therapy. The patient was brought into clinic for evaluation on (B)(6) 2018. The patient presented on (B)(6) 2018 for replacement procedure and the lead was replaced successfully. The patient tolerated the procedure well.